Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the picture confirmed the reported issue, the effluent pod was leaking. The lines of the set including spikes are provided by one of our internal suppliers ((B)(4)). The cause is a supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after few hours into therapy with a prismaflex m60 , an effluent pressure failure alarm was generated and a leak in the effluent pressure pod was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.